Manufacturer narrative:
(B)(4). The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the system error 2240 alarm could not be determined. There was no use error described by the patient and the sample and lot number were unavailable for evaluation.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) checked the lines and bags and found no leaks or open clamps on the unused lines. The technical service representative (tsr) instructed the hp to close all clamps, cycle the power off/on to clear the system error 2240 followed by the system error 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp would notify the peritoneal dialysis nurse (pdn) of the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.